Event description:
It was reported that the pt ((B)(6)) experienced overstimulation followed by tingling in his heels and in the balls of his feet. The pt then experienced weakness in the back and numbness in the legs which resulted in him falling. This sequence initially occurred when the pt initiated stimulation following a revision procedure. However, the issue is reportedly recurring and happens regardless of the stimulation's function. Further investigation will be done following the pt's upcoming hip surgery.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.